Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Patient was injected in cheeks and tear troughs with 2ccs of hydrelle. Patient had no known allergies. The next day her face was very red, hot and swollen. She saw the doctor on (B)(6) 2010. Doctor recommended the patient wait a week or two, ice the areas and keep her head elevated. In early may patient continued to have redness and flushing so she contacted her doctor. When the doctor saw her, she said the patient was not terribly red, no bumps or lumps, no tenderness, but had a slight flush. She started her on augmentin. By (B)(6) the patient was getting better and all issues have now completely resolved.